Event description:
It was reported that device does not power on. No harm or injury reported.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. Visual inspection reported no faults found. The functional evaluation found the device failed to power up, establishing a relationship between the device and the reported events. The root cause identified as a main control board failed due to depleted battery. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.